Manufacturer narrative:
Date of event is approximated.

Event description:
It was reported that a thrombus occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure. The closure device was released in the laa with a complete seal noted. The patient presented for 45 day follow-up and intracardiac echocardiography (ice) revealed a thrombus on the mitral side of the device. A complete seal was observed. The patient was on plavix and aspirin at the time of event due to hematuria after starting coumadin. The patient will continue coumadin and is scheduled for a follow up transesophageal echocardiogram (tee) in 6 weeks. No patient complications were reported.